Event description:
The hospital reported that during the procedure using hemopro device, the gray cover of the tissue welder peeled back while the device was inside the pt's leg. Device was removed and there was nothing detached or broke off from the device. A replacement kit was opened to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.